Event description:
It was reported "iab did not fully unwrap- fixed with manual inflation". No patient injury or consequence reported. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for "iab did not fully unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iab did not fully unwrap- fixed with manual inflation". No patient injury or consequence reported. The patient's current condition is reported as "stable".